Event description:
The complaint/event involved a microclave¿ connector. The connection point of the device was reportedly leaking and the connection was not tight at 10:40, when the nurse was attempting to infuse the patient with an unspecified fluid/infusate. After the nurse immediately replaced the infusion connector, no more leakage occurred. There was no patient harm/adverse event reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.